Manufacturer narrative:
The technician found the reservoir was cracked. He replaced the hydraulic power unit to repair the bed.

Event description:
Information received indicates the head hi/low is drifting.